Event description:
A report was received from (B)(6) stating "the cutter does not cut vitreous body, only aspirates. A hole in the retina was caused by the traction of the vitreous body that was hanging in the cutter. It had to be lasered. No add'l info was available regarding pt outcome post surgically, though multiple attempts were made to obtain add'l info.

Manufacturer narrative:
A f/u report will be submitted should add'l info become available. Sterilization and lot history records were reviewed and no exceptions were found.